Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) reported that a 2008t hemodialysis (hd) machine had a burned bibag interface board. It appeared as if a chip on the board "exploded" and chip legs on the board also appeared to have sustained thermal damage. The burned board was noticed during machine repair by the fst who was called onsite by a user facility biomedical technician (biomed) when the machine alarmed with a bibag valve 2 error during rinse mode. The machine was removed from service for the error and was not returned to service until completion of the fst machine repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 880 hours and the bibag interface board was the original fresenius part on the machine. The fst reported that there was no damage observed on any other components, or any other additional issues, associated with the burned bibag interface board. The fst replaced the bibag interface board, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The bibag interface board is available to be returned to the manufacturer for physical evaluation.

Event description:
A fresenius field service technician (fst) reported that a 2008t hemodialysis (hd) machine had a burned bibag interface board. It appeared as if a chip on the board "exploded" and chip legs on the board also appeared to have sustained thermal damage. The burned board was noticed during machine repair by the fst who was called onsite by a user facility biomedical technician (biomed) when the machine alarmed with a bibag valve 2 error during rinse mode. The machine was removed from service for the error and was not returned to service until completion of the fst machine repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 880 hours and the bibag interface board was the original fresenius part on the machine. The fst reported that there was no damage observed on any other components, or any other additional issues, associated with the burned bibag interface board. The fst replaced the bibag interface board, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The bibag interface board is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. During the investigation it was determined that there is a causal relationship between the objective evidence and the alleged event; therefore the alleged event is confirmed.

Event description:
A fresenius field service technician (fst) reported that a 2008t hemodialysis (hd) machine had a burned bibag interface board. It appeared as if a chip on the board "exploded" and chip legs on the board also appeared to have sustained thermal damage. The burned board was noticed during machine repair by the fst who was called onsite by a user facility biomedical technician (biomed) when the machine alarmed with a bibag valve 2 error during rinse mode. The machine was removed from service for the error and was not returned to service until completion of the fst machine repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 880 hours and the bibag interface board was the original fresenius part on the machine. The fst reported that there was no damage observed on any other components, or any other additional issues, associated with the burned bibag interface board. The fst replaced the bibag interface board, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The bibag interface board is available to be returned to the manufacturer for physical evaluation.